Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up and boot to a usable state. No pt or user injury was reported.